Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the device stuck. The first staple stuck during the firing and the knife can¿t be reversed back, no matter if they press the reverse button or use manual override. The doctor tried hard by force to take the stapler out of the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the device removed from the tissue? At the beginning, both manual and automatic removal didn't work. The surgeon had no other way but kept pressing the button of automatic removal and knocked on the anvil tip by a device. Finally it opened. Was there any damage to the tissue after the device was removed from the patient? No.

Manufacturer narrative:
(B)(4). Additional information: batch # m5260u. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button force worked properly during testing. The reported event could not be confirmed as the manual override mechanism worked as intended. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.